Event description:
Information received with return of the explanted device notes loss of ventricular capture and elevated lead impedance. The patient was partially pacemaker dependent with an escape rate of 40 bpm. The patient tolerated the procedure well.